Event description:
A care giver reported that the end user developed an ulceration to the peristomal skin that measures 2 cm x 0.3 cm. The end user reported that this ulcer has occurred on and off for years. The caregiver was instructed on skin care and crusting technique and to call back with any questions or concerns.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Intervention: the convatec nurse instructed the caregiver on skin care and crusting technique. She was also instructed to call back with any questions or concerns.